Event description:
It was reported that the 9800 system would only display half the image on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working and put back into service.